Event description:
The evolution stent could not be released fully from the delivery system. The stent was partially deployed. The safety wire was pulled. The device was removed from the patient. It was possible for the user to release the stent fully when the device was removed from the patient. A new device was used to successfully finish the procedure. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Incident meets criteria for an FDA MDR report based on the reporting precedence for 'removal of permanent stent' regardless of if the stent was partially or fully deployed and regardless of patient outcome. There was no evo-20-25-8-e device of lot c984875 in stock at the time of the investigation. The device was not available to be returned for evaluation; therefore a document based investigation was carried out. It is possible the stent crown wedged between the inner catheter and the pushing collar, but without the device or images it is not possible to know. The hospital have stated that they pulled the safety wire at the appropriate time but the stent would not release, yet it did release when removed from the patient. As the device has not been returned, the cause of the complaint could not be conclusively determined. For the information provided resistance was not encountered when advancing the wire guide through the stricture and when advancing the introducer and stent into position. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-8-e of lot c984875 did not reveal any discrepancies that could have contributed to this issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another stent. The customer complaint could be confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.